Event description:
The customer reported that the system was not saving cine runs. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The software was reloaded and the cine hard drive was reformatted during the service call. The system was tested and found to be working as intended and put back into service.